Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose was went to the emergency room as a result. Customer went to the emergency room on (B)(6) 2016 with blood glucose of 570 mg/dl. Customer had symptom of high blood glucose; customer felt weak and dehydrated. Customer also experienced back pain and blood in urine. Customer's emergency room visit was due to high blood glucose. Customer was treated with insulin pump and was given IV fluids and was released when blood glucose stabilized at 372 mg/dl. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting was performed and customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles and there were no site or insulin issues. Customer declined to check settings. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.